Event description:
The consumer reported that the implantable neurostimulator (ins) had moved inside the patient's body a few months prior to (B)(6) 2016; the ins was initially more to the side and further down. There were no reported falls or trauma that could be related to this issue. There were no recent medical tests or emi environmental exposure that could be related to this issue. Two healthcare professionals had looked at the patient's back and thought the ins was high and could be pressing down on something. The patient stated it bothered worse when it was in the middle, and then moved slowly up. The patient was given medication to relieve it when it moved further up. It was noted that the patient saw a pain therapy healthcare professional that did epidurals. It was noted that the ins had moved to the same place where the patient's sciatica was bothering him; the ins used to be in the lower buttocks and now it was up near the patient's hip/backbone. The patient's indications for use included complex reg pain syndrome type ii and spinal pain.

Event description:
Additional information was received by the patient that they had an implantable neurostimulator (ins) that was loose and traveled. Therefore, the patient decided to replace it and tie it down.

Event description:
Additional information was received from the patient that reported the he saw a neurosurgeon that would relocate and "try down" the battery at outpatient surgery on (B)(6) 2016. The patient could not think of one reason why the device would travel as he has not changed activities. The patient had the replacement of the battery on (B)(6) 2016 due to it moving and bothering the patient since (B)(6) 2016.

Event description:
Additional information received from the patient's wife reported there appeared to be an issue with the patient's battery not being stationary and it moved up his back. The patient's wife later reported the implantable neurostimulator (ins) had continued to move up the patient's back from the original migration, which was described as twisting and moving. The patient's wife noted that this was noticed "this past weekend," meaning approximately (B)(6) 2016 or (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported that the ins was moving and then was replaced. The caller stated that before it was replaced, they could see and feel the ins "going up", and it irritated the patient's back more. No further complications were reported.